Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind anomalies due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken. The customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had piston return problem. Troubleshooting was not performed. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis